Manufacturer narrative:
(B)(4). Diabetes melitus is a known cause of hypoglycemia.

Event description:
Patient's mother contacted dexcom on 05/04/2016 to report that the patient experienced continuous glucose monitoring (cgm) inaccuracies and an adverse event on (B)(6) 2016. The sensor was inserted into the arm on (B)(6) 2016. Patient's mother stated that the patient had a missed low due to cgm inaccuracy. Patient had a hypoglycemic event that lead to a seizure. Patient's mother treated the low/seizure at home with glucagon and did not seek out any other medical intervention. At the time of the event, patient's mother reported that the cgm reported was 75-150 points off from actual blood glucose. At the time of contact, patient was in good condition. No additional patient or event information was provided. The sensor was inserted into the arm. The t:slim g4 system user guide states: do not insert the sensor in sites other than the abdomen (belly) or upper buttocks (for ages 12-17 only). Other sites have not been studied and are not approved. Use in other sites might cause sensor glucose readings to be inaccurate and could result in you missing severe hypoglycemia (low blood glucose) or hyperglycemia (high blood glucose) events. Additionally, calibration was not performed correctly. The user guide states: do not calibrate if your blood glucose is changing at a significant rate, typically more than 2 mg/dl per minute. Do not calibrate when your receiver screen is showing the rising or falling single arrow or double arrow, which indicate that your blood glucose is rapidly rising or falling. Calibrating during significant rise or fall of blood glucose may affect sensor accuracy and could result in you missing severe hypoglycemia (low blood glucose) or hyperglycemia (high blood glucose) events. Make sure the antenna symbol is visible to the right of the battery indicator on the cgm home screen and is active (white, not greyed out) before calibrating. Additionally, it was reported that a pediatric patient was under 12 years of age. The t:slim g4 system is indicated for use in individuals 12 years of age and greater.